Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called in due to a letter that was received in the mail. The customer stated that he has not had additional issues with high blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 393mg/dl, and their sensor reading was 110mg/dl. The customer states they had received sensor errors and calibration errors. Troubleshoot was conducted. The customer was advised the sensor would be replaced. The customer states their most current level was 495mg/dl. The customer states they had been treating for low base off of sensor readings. The customer states they treated with manual injection.